Manufacturer narrative:
Insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked battery tube threads, cracked case at display window corner, and minor scratched lcd window. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unable to perform basic occlusion test or occlusion test due to broken reservoir tube lip.

Event description:
The customer reported via phone call that she went to the emergency room on (B)(6) 2016 with a high blood glucose level of 490 mg/dl. Her blood pressure was high, had chest pains, and was nauseous. The customer was not admitted to the hospital but was treated in the emergency room. She was not wearing the insulin pump at the time of hospitalization. The customer was off the insulin pump less than 48 hours. Her current blood glucose level was 516 mg/dl. She treated her blood glucose level with a syringe of insulin. The insulin pump had pieces missing off the top of the reservoir compartment. The screen had a small scratch but she could still read it. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.